Event description:
Per the clinic, the patient experienced pain with swelling in the neck and face 2 days post op from initial implantation on (B)(6) 2025. The patient's face has also become asymmetrical due to the swelling. Subsequently, the patient was treated with steroid (type, date and duration not reported). The pain has eventually subsided and the swelling reduced. The implanted device remains.